Event description:
It was reported that the patient had pocket stimulation that was attributable to current leakage from the lv setscrew grommet. The lv lead was turned off and the stimulation stopped, but chf symptoms returned. The device was then explanted and replaced. The lv lead was reused with the new device. No further patient complications were reported as a result of this event.

Manufacturer narrative:
It was reported that the patient had pocket stimulation that was attributable to current leakage from the lv setscrew grommet. The lv lead was turned off and the stimulation stopped, but chf symptoms returned. The device was then explanted and replaced. The lv lead was reused with the new device. No further patient complications were reported as a result of this event.